Manufacturer narrative:
Additional information was received that this device system was explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this patient with this dual chamber implantable cardioverter defibrillator (ICD) exhibited high out of range right atrial (ra) lead pace impedance measurement, measuring greater than 2000 ohms; in addition no capture, low p-wave amplitudes and noise was also observed on the ra lead. The right ventricular (rv) lead exhibited high thresholds and low r-wave amplitudes. A chest x-ray was performed which confirmed the ICD had migrated to the mid axillary position parallel to left clavicle. The chest x-ray could not confirm if the ra lead was fractured, but did note the rv lead had no slack. Technical services was consulted and recommended a system explant and replacement. The physician opted to turn the device off. The physician recommended the patient undergo a complete system explant and replacement. No procedure has been performed to date. The ICD system remains implanted at this time. No adverse patient effects were reported.

Event description:
It was reported that this patient with this dual chamber implantable cardioverter defibrillator (ICD) exhibited high out of range right atrial (ra) lead pace impedance measurement, measuring greater than 2000 ohms; in addition no capture, low p-wave amplitudes and noise was also observed on the ra lead. The right ventricular (rv) lead exhibited high thresholds and low r-wave amplitudes. A chest x-ray was performed which confirmed the ICD had migrated to the mid axillary position parallel to left clavicle. The chest x-ray could not confirm if the ra lead was fractured, but did note the rv lead had no slack. Technical services was consulted and recommended a system explant and replacement. The physician opted to turn the device off. The physician recommended the patient undergo a complete system explant and replacement. No procedure has been performed to date. The ICD system remains implanted at this time. No adverse patient effects were reported.